Event description:
During a laparoscopic gall bladder procedure, the complainant alleged that they observed a piece of the instrument lying on the floor of the abdomen where the grasper was being used to grasp. The instrument piece was removed and returned to "gsp" for eval and to ensure that all parts were present. The physician performed an x-ray to ensure no parts remained in pt.